Event description:
It was reported the patient¿s stimulator was removed due to infection in (B)(6) 2014. The physician did not have further details on the event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from dr. (B)(6) reported that he did not remove the device and was not the treating physician.

Manufacturer narrative:
Concomitant medical products:product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).